Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a preface® guiding sheath with multipurpose curve. After the preface was placed in the right atrium (ra), the physician noted that the air could not be removed completely when the air was pulled from the three-way stopcock. The preface guiding sheath was replaced with a new one. No adverse patient consequence was reported. Additional information was received, and it was indicated that no air was being introduced into the patient. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the product was returned to biosense webster for evaluation. It was sent to the device manufacturer for further investigation. Visual and functional analyses of the returned device were performed following bwi procedures. Visual inspection of the device revealed a kink in the shaft; no other anomalies were observed. Dimensional analysis was performed and the results were found within specifications. A device history record evaluation was performed for the finished device number 18247374, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The air flow issue reported by the customer was not confirmed as no damages on the stopcock were found. However, a physical damage was detected in the shaft. The potential cause of the kink could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The issue is unrelated to the reported event. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a preface® guiding sheath with multipurpose curve. After the preface was placed in the right atrium (ra), the physician noted that the air could not be removed completely when the air was pulled from the three-way stopcock. The preface guiding sheath was replaced with a new one. No adverse patient consequence was reported. Additional information was received, and it was indicated that no air was being introduced into the patient. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).